Event description:
It was reported to olympus, that the evis exera iii xenon light source front panel and port on the front were broken. The issue was found inspection for use. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the front panel issue reportable malfunction.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the front panel mouth was cracked. It was also noted that the socket slider switch was worn out which caused intermittent use of high intensity mode. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found the front panel and port on the front were broken during evaluation; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.